Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent tsvb10 was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with stuck removal tool. No allegation to the removal tools therefore, added to associated item. Pre-existing patient condition noted on the per was none. The reported devices were placed on tooth # 21, when the incident occurred and the implant had been placed for about 1 year 4 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar events using keywords and no other similar complaint was identified. Therefore, based on the available information, device malfunction has occurred with fracture identified for returned implant tsvb10. Additionally, infection events are non-verifiable with the information. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided. Initial reporter email address: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to fracture at the neck.